Event description:
User facility reports incident of a cracked luer connector which occurred at termination of treatment. A portion of the patient's blood was not returned resulting in ebl = 75cc. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Review of manufacturing records indicates that the reported lot met all desgin and quality criteria. The returned complaint sample was confirmed to have a hairline crack on the side of the luer connector which may have been caused by excess torque exerted by the pct. This component has since been manufactured with an improved resin compound which is more resistant to cracking.